Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first clip was loaded and ligated properly during a surgery, except that the user felt a little stiffness gripping the handle. Then, the second clip got broken at loading. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A broken hook was also returned. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the applier. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was slightly bent due to the clip stacking. The sample was received with 5 clips remaining in the channel, indicating that 10 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed in this sample. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip got broken at loading" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A broken hook was also returned. Upon functional inspection, the first clip was unable to load properly into the jaws of the applier. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The proximal end of the feeder was slightly bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed in this sample. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the first clip was loaded and ligated properly during a surgery, except that the user felt a little stiffness gripping the handle. Then, the second clip got broken at loading. No clip fell/remained in the patient.